Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("majority of the essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium"), device expulsion ("majority of the essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium") and genital haemorrhage ("following the implant, plaintiff almost immediately began experiencing bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity 2. Concomitant products included anesthetics, general (general anesthesia) from (B)(6) 2008 to (B)(6) 2008 for medical device removal and tubal ligation. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced abdominal pain lower ("following the implant, plaintiff almost immediately began experiencing cramping"). In (B)(6) 2008, the patient experienced menorrhagia ("heavier and much more painful periods following the removal"), dysmenorrhoea ("heavier and much more painful periods following the removal") and smear cervix abnormal ("consistently abnormal pap smears following the removal"). On (B)(6) 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), vaginal discharge ("vaginal discharge") and dysuria ("dysuria"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy (right essure removal) /diagnostic laparoscopy w/ bilateral tubal ligation on (B)(6) 2008). Right essure was removed. On (B)(6) 2008, the genital haemorrhage and abdominal pain lower had resolved. At the time of the report, the embedded device, device expulsion, menorrhagia, dysmenorrhoea, smear cervix abnormal, pelvic pain, menometrorrhagia, vaginal discharge and dysuria outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dysuria, embedded device, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic pain, smear cervix abnormal and vaginal discharge to be related to essure. The reporter commented: following the implant, plaintiff almost immediately began experiencing bleeding and cramping. At first, her doctor advised this was normal after the procedure, but when it did not subside, he believed it may have been a hormonal response and so adjusted her oral contraceptive pills. This did not resolve the bleeding and cramping. Following the removal, plaintiff's ongoing bleeding and cramping resolved. However, since that time, she has experienced heavier and much more painful periods, as well as consistently abnormal pap smears, which she did not experience prior to the essure. She still has the left essure device surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: consistently abnormal pap smears following removal . On (B)(6) 2008: hysterosalpingogram (hsg) - no contrast was identified adjacent to or distal to the left fallopian tube essure device; however, the right device did not extend into the fallopian tube and appeared to reside partially within the uterine cornu and perhaps partially extending into the fundal myometrium (migration of the right essure device). It also noted there is prompt contrast opacification of the right fallopian tube with free peritoneal spill. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 30-apr-2018: device expulsion, pelvic pain, menometrorrhagia, vaginal discharge, and dysuria were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('majority of the essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium/migration') and device expulsion ('majority of the essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium') in a 33-year-old female patient who had essure (batch no. 626289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure tubal on the right". The patient's medical history included gravida and parity 2. Concomitant products included anesthetics, general from (B)(6) 2008 to (B)(6) 2008 for medical device removal and tubal ligation. In (B)(6) 2008, the patient experienced genital haemorrhage ("following the implant, plaintiff almost immediately began experiencing bleeding"), 1 day after insertion of essure. In (B)(6) 2008, the patient experienced abdominal pain lower ("following the implant, plaintiff almost immediately began experiencing cramping"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("heavier and much more painful periods following the removal") and dysmenorrhoea ("heavier and much more painful periods following the removal") and was found to have smear cervix abnormal ("consistently abnormal pap smears following the removal"). On (B)(6) 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), vaginal discharge ("vaginal discharge") and dysuria ("dysuria"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy (right essure removal) /diagnostic laparoscopy w/ bilateral tubal ligation on (B)(6) 2008). Essure was removed on (B)(6) 2008. On (B)(6) 2008, the genital haemorrhage and abdominal pain lower had resolved. At the time of the report, the embedded device, device expulsion, heavy menstrual bleeding, dysmenorrhoea, smear cervix abnormal, pelvic pain, menometrorrhagia, vaginal discharge and dysuria outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dysuria, embedded device, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, pelvic pain, smear cervix abnormal and vaginal discharge to be related to essure. The reporter commented: following the implant, plaintiff almost immediately began experiencing bleeding and cramping. At first, her doctor advised this was normal after the procedure, but when it did not subside, he believed it may have been a hormonal response and so adjusted her oral contraceptive pills. This did not resolve the bleeding and cramping. Following the removal, plaintiff's ongoing bleeding and cramping resolved. However, since that time, she has experienced heavier and much more painful periods, as well as consistently abnormal pap smears, which she did not experience prior to the essure. She still has the left essure device surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: consistently abnormal pap smears following removal. Diagnostic results: on (B)(6) 2008: hysterosalpingogram (hsg) - no contrast was identified adjacent to or distal to the left fallopian tube essure device; however, the right device did not extend into the fallopian tube and appeared to reside partially within the uterine cornu and perhaps partially extending into the fundal myometrium (migration of the right essure device). It also noted there is prompt contrast opacification of the right fallopian tube with free peritoneal spill. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, device expulsion lot number: 626289 manufacture date: 2007-12 expiration date: 2009-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('majority of the essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium/migration') and device expulsion ('majority of the essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium') in a 33-year-old female patient who had essure (batch no. 626289) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failed essure tubal on the right". The patient's medical history included gravida and parity 2. Concomitant products included anesthetics, general from (B)(6)2008 to (B)(6)2008 for medical device removal and tubal ligation. In(B)(6)2008, the patient experienced genital haemorrhage ("following the implant, plaintiff almost immediately began experiencing bleeding"), 1 day after insertion of essure. In (B)(6) 2008, the patient experienced abdominal pain lower ("following the implant, plaintiff almost immediately began experiencing cramping"). On (B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced heavy menstrual bleeding ("heavier and much more painful periods following the removal") and dysmenorrhoea ("heavier and much more painful periods following the removal") and was found to have smear cervix abnormal ("consistently abnormal pap smears following the removal"). On (B)(6)2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), vaginal discharge ("vaginal discharge") and dysuria ("dysuria"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy (right essure removal) /diagnostic laparoscopy w/ bilateral tubal ligation on (B)(6)2008). Essure was removed on (B)(6)2008. On(B)(6)2008, the genital haemorrhage and abdominal pain lower had resolved. At the time of the report, the embedded device, device expulsion, heavy menstrual bleeding, dysmenorrhoea, smear cervix abnormal, pelvic pain, menometrorrhagia, vaginal discharge and dysuria outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dysuria, embedded device, genital haemorrhage, heavy menstrual bleeding, menometrorrhagia, pelvic pain, smear cervix abnormal and vaginal discharge to be related to essure. The reporter commented: following the implant, plaintiff almost immediately began experiencing bleeding and cramping. At first, her doctor advised this was normal after the procedure, but when it did not subside, he believed it may have been a hormonal response and so adjusted her oral contraceptive pills. This did not resolve the bleeding and cramping. Following the removal, plaintiff's ongoing bleeding and cramping resolved. However, since that time, she has experienced heavier and much more painful periods, as well as consistently abnormal pap smears, which she did not experience prior to the essure. She still has the left essure device surgically implanted. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: results: consistently abnormal pap smears following removal. Diagnostic results: on (B)(6)2008: hysterosalpingogram (hsg) - no contrast was identified adjacent to or distal to the left fallopian tube essure device; however, the right device did not extend into the fallopian tube and appeared to reside partially within the uterine cornu and perhaps partially extending into the fundal myometrium (migration of the right essure device). It also noted there is prompt contrast opacification of the right fallopian tube with free peritoneal spill. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, device expulsion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6)2021: mr received. Reporter information, patient's date of birth, lot number were added. Event genital hemorrhage updated to non serious incident. Event added: device ineffective. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("majority of the essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium") and genital haemorrhage ("following the implant, plaintiff almost immediately began experiencing bleeding") in an adult female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity 2. Concomitant products included anesthetics and general (general anesthesia) on (B)(6) 2008 for medical device removal and tubal ligation. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("following the implant, plaintiff almost immediately began experiencing cramping"). In (B)(6) 2008, the patient experienced menorrhagia ("heavier and much more painful periods following the removal"), dysmenorrhoea ("heavier and much more painful periods following the removal") and smear cervix abnormal ("consistently abnormal pap smears following the removal"). On (B)(6) 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with oral contraceptive nos and surgery (hysteroscopy w/ essure removal and diagnostic laparoscopy w/ bilateral tubal ligation on (B)(6) 2008). Essure was removed on (B)(6) 2008. On (B)(6) 2008, the genital haemorrhage and abdominal pain lower had resolved. At the time of the report, the embedded device, menorrhagia, dysmenorrhoea and smear cervix abnormal outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia and smear cervix abnormal to be related to essure. The reporter commented: following the implant, plaintiff almost immediately began experiencing bleeding and cramping. At first, her doctor advised this was normal after the procedure, but when it did not subside, he believed it may have been a hormonal response and so adjusted her oral contraceptive pills. This did not resolve the bleeding and cramping. Following the removal, plaintiff's ongoing bleeding and cramping resolved. However, since that time, she has experienced heavier and much more painful periods, as well as consistently abnormal pap smears, which she did not experience prior to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: consistently abnormal pap smears following removal. On (B)(6) 2008: hysterosalpingogram (hsg) - no contrast was identified adjacent to or distal to the left fallopian tube essure device; however, the right device did not extend into the fallopian tube and appeared to reside partially within the uterine cornu and perhaps partially extending into the fundal myometrium (migration of the right essure device). Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008, and reported adverse events including essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium and bleeding. On (B)(6) 2008 the plaintiff underwent hysteroscopy with essure removal and diagnostic laparoscopy with bilateral tubal ligation. Changes in the pattern or amount of menstrual bleeding may occur during essure therapy, also unusual pain or bleeding may be a symptom of unsatisfactory micro-insert location, like embedment. This case was classified as incident due to the reported intervention required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("majority of the essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium") and genital haemorrhage ("following the implant, plaintiff almost immediately began experiencing bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity 2. Concomitant products included anesthetics and general (general anesthesia) on (B)(6) 2008 for medical device removal and tubal ligation. In (B)(6) 2008, 4 days before insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("following the implant, plaintiff almost immediately began experiencing cramping"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("following the implant, plaintiff almost immediately began experiencing cramping"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("heavier and much more painful periods following the removal"), dysmenorrhoea ("heavier and much more painful periods following the removal") and smear cervix abnormal ("consistently abnormal pap smears following the removal"). On (B)(6) 2008, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with oral contraceptive nos and surgery (hysteroscopy w/ essure removal and diagnostic laparoscopy w/ bilateral tubal ligation on (B)(6) 2008). Essure was removed on (B)(6) 2008. On (B)(6) 2008, the genital haemorrhage and abdominal pain lower had resolved. At the time of the report, the embedded device, menorrhagia, dysmenorrhoea and smear cervix abnormal outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia and smear cervix abnormal to be related to essure. The reporter commented: following the implant, plaintiff almost immediately began experiencing bleeding and cramping. At first, her doctor advised this was normal after the procedure, but when it did not subside, he believed it may have been a hormonal response and so adjusted her oral contraceptive pills. This did not resolve the bleeding and cramping. Following the removal, plaintiff's ongoing bleeding and cramping resolved. However, since that time, she has experienced heavier and much more painful periods, as well as consistently abnormal pap smears, which she did not experience prior to the essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on an unknown date: consistently abnormal pap smears following removal on (B)(6) 2008: hysterosalpingogram (hsg) - no contrast was identified adjacent to or distal to the left fallopian tube essure device; however, the right device did not extend into the fallopian tube and appeared to reside partially within the uterine cornu and perhaps partially extending into the fundal myometrium (migration of the right essure device). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We are unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae (adverse event) cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint: company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008, and reported adverse events including essure device on the right was in the uterine cavity with a portion embedded into the endometrium or myometrium and bleeding. On (B)(6) 2008 the plaintiff underwent hysteroscopy with essure removal and diagnostic laparoscopy with bilateral tubal ligation. Changes in the pattern or amount of menstrual bleeding may occur during essure therapy, also unusual pain or bleeding may be a symptom of unsatisfactory micro-insert location, like embedment. This case was classified as incident due to the reported intervention required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Follow-up information will be obtained through the litigation process.